Manufacturer narrative:
The unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Power loss alarm and power error detected alarm confirmed in the long trace. Power loss alarm occurred after the pump error detected alarm was cleared. Detail trace analysis confirmed the pump error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power loss alarm on insulin pump. The customer¿s blood glucose level was 9 mmol/l. The customer was assisted with troubleshoot and the customer received a power loss alarm. The insulin pump will be returned for analysis.